Manufacturer narrative:
Other, other text: evaluation results: one cadd solis vip was returned for investigation in good condition. The tamper seal was missing. A review of the event history log did not show any evidence of the reported product problem. Functional testing determined that speaker/ beeper failure was localized to the front main speaker. The speaker was not operating as intended. The investigator was unable to determine the source of the problem. There was no damage to the speaker wires. A root cause was not established. The front speaker was replaced. This resolved the product problem. The pump passed the functional testing.

Manufacturer narrative:
Other, other text: evaluation results: one cadd solis vip was returned for investigation in good condition. The tamper seal was missing. A review of the event history log did not show any evidence of the reported product problem. Functional testing determined that speaker/ beeper failure was localized to the front main speaker. The speaker was not operating as intended. The investigator was unable to determine the source of the problem. There was no damage to the speaker wires. A root cause was not established. The front speaker was replaced. This resolved the product problem. The pump passed the functional testing.

Event description:
Information was received that the alarm that gets displayed from cadd solis vip pump cannot be heard. There was no patient involved.